Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer had a blood glucose reading of 95. The customer then ate a snack and went to bed. The customer was found in a diabetic coma the next morning. Troubleshooting revealed that the basal rates were programmed, but the customer's husband did not know if they were correct or not.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.